Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (5l80131), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Patient identifier: (B)(6). UDI: (B)(4).

Event description:
It was reported by sales rep via complaint submission tool that during an unknown procedure a bio-intrafix 6-8 x 30mm tapered screw broke upon insertion. There was a surgical delay of 5 minutes. Fragments were generated but not removed. Procedure was completed with another screw. Additional information provided by the sales representative confirmed fragments of the screw were not removed and the procedure was completed with another 6-8 x30mm screw.